Event description:
It was reported that this right ventricular (RV) lead exhibited noise and elevated thresholds. The lead was confirmed to be fractured via fluoroscopy. The patient underwent a medical intervention to surgically abandon the lead and implant a new product. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.